Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. A manufacturing batch record review revealed nothing contributing to this failure.

Event description:
Reported balloon does not deflate. It was reported that during set-up and prior to pt use, the balloon would not deflate. The catheter was discarded and another catheter was placed. Though requested, no additional info was provided.